Event description:
A vaxcel dual lumen PICC was placed for therapeutic purposes in december 2003. Approx three weeks after placement, a leak developed distal to the suture wing. It should also be noted that the pt had experienced some swelling in the area.